Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information received on 30-jun-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic infection ("pelvic infection") in an adult female patient who had essure (batch no. 863580) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confimation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, pelvic infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), device expulsion ("expulsion of essure device"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), vaginal infection ("vaginitis"), migraine ("migraines"), headache ("headaches"), medical device discomfort ("left essure putting pressure on superior portion of proximal tube"), flank pain ("flank pain") and abdominal distension ("bloating"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia and abdominal distension had resolved and the pelvic infection, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, device expulsion, fatigue, alopecia, hormone level abnormal, vaginal infection, migraine, headache, medical device discomfort and flank pain outcome was unknown. The reporter considered abdominal distension, alopecia, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, headache, hormone level abnormal, medical device discomfort, menorrhagia, migraine, pelvic infection, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, patient , lot number received, events medical device removal and complication associated with device replaced with events:- device dislocation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhagia, dyspareunia, device expulsion, fatigue, alopecia, hormonal level abnormal, vaginal infection, pelvic infection, migraine, headache, medical device discomfort abdominal pain, pelvic pain, flankpain, abdominal pain lower, abdominal distension, device monitoring procedure not perofrmed.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device expulsion ("expulsion of essure device") and pelvic infection ("pelvic infection") in an adult female patient who had essure (batch no. 863580) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confimation test". The patient's previously administered products included for an unreported indication: singulair from (B)(6) 2015 to (B)(6) 2016 and ultram from (B)(6) 2015 to (B)(6) 2016. Concurrent conditions included endometrial polyp and migraine. Concomitant products included anovlar (microgestin) from (B)(6) 2014 to (B)(6) 2015 and medroxyprogesterone (depo provera) from (B)(6) 2014 to(B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), vaginal infection ("vaginitis"), migraine ("migraines"), headache ("headaches"), medical device site discomfort ("left essure putting pressure on superior portion of proximal tube"), flank pain ("flank pain"), abdominal distension ("bloating") and menometrorrhagia ("irregular cycles and heavy long lasting bleeding"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia and abdominal distension had resolved and the device expulsion, pelvic infection, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, hormone level abnormal, vaginal infection, migraine, headache, medical device site discomfort, flank pain and menometrorrhagia outcome was unknown. The reporter considered abdominal distension, alopecia, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, headache, hormone level abnormal, medical device site discomfort, menometrorrhagia, menorrhagia, migraine, pelvic infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporter, historical drugs, concomitant disease and medications and events (irregular cycles, heavy long lasting bleeding) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs